Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital for an unrelated reason. Upon device interrogation, the right atrial lead exhibited drop in atrial sensing, loss of capture, and a decrease in pacing impedance. Imaging was performed; the lead was found in appropriate location. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.